Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on mar 15, 2022. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 3331, 4114, 3221, 4315). Type of investigation #1: 3331 - analysis of production records. Type of investigation #2: 4114 - device not returned. Investigation finding: 3221 - no findings available. Investigation conclusions: 4315 - cause not established. The sample was not returned; therefore, a complete investigation could not be performed. Without the sample returned, a definitive root cause is not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the cable snapped during surgery. Per facility, the patient was x-rayed prior to closing the chest to make sure no parts were left in the patient. The product was changed out. The surgery was completed successfully.